Event description:
A report was received that the day after the patient underwent a lead replacement procedure (see MDR 3006630150-2019-01095) the patient had difficulty bearing weight on her right leg, however was able to move her foot and slightly move her leg. The patient reported that she has had difficulty at times getting out of bed in the morning and weight bearing. She has a progressive disease of peripheral neuropathy. A CT scan was performed and no abnormities were detected. Four days post lead replacement surgery the patient was not able to move her right leg. The patient is undergoing rehabilitation and is experiencing some numbness and has a small amount of movement in her legs. The physician does not feel that the patients condition is device or procedure related.